Event description:
A pt with chronic and recurrent epistaxis was referred for embolization to prevent recurrence. Pt had a previous embolization of internal maxillary arteries several years prior and had multiple ent procedures. Pt is otherwise in good health. The right side internal maxillary artery distally and facial artery distally were embolized with 500-700 micron embospheres. On the left side, only the internal maxillary artery distally was embolised by same particles. No undue features were seen during these procedures and no complications were evident at the end of the procedure. The pt developed a sensory deficit involving the maxillary branch of the left trigeminal nerve which continued over one month without improvement. There were no other complicating features such as other nerve involvement. There has been no recurrence of expstaxis. The physician has not encountered any nerve problems when embolising with equivalent particles (pva 300-500 micron).